Event description:
Aseptic mobilization of the acetabular component with wear of the polyethylene insert total right hip prosthesis. During the explantation, macroscopic wear of the polyethylene insert is evidenced, no longer congruent to the articular head. Unexpected worsening of health conditions.

Manufacturer narrative:
Reported event: an event regarding wear an abgii liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was unknown. Complaint history review: could not be performed as lot code information was unknown. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for revision surgery, device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.